Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 3 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports swelling and poor bone quality/ quantity. A rpd upper arch was placed. There were no reported post- operative complications.

Manufacturer narrative:
The device was discarded by distributor because it was not sterile, being unsuitable for investigation. Therefore, the device was not received by manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 3 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports swelling and poor bone quality/ quantity. A rpd upper arch was placed. There were no reported post- operative complications. (B)(4).